Event description:
It was reported that the customer's insulin pump was exposed to moisture damage. The customer's blood glucose level was 175 mg/dl. The customer went into a swimming pool while wearing the insulin pump. Standard troubleshooting was performed. She received a battery out of limit alarm since she took the battery out while allowing the insulin pump to dry. She was informed that this is normal insulin pump behavior. However, the insulin pump also froze due to the moisture damage. The product has been returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Manufacturer narrative:
Insulin pump passed displacement test, self test and all operating currents were within the specification. No frozen screen, unexpected low battery, off no power or battery out of limit alarm noted. Insulin pump had moisture damage was found on electronic and motor assembly. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.